Manufacturer narrative:
No product problem detected. Screw could be used according to specification. Dentist should have consulted instruction for use to prevent this from happening.

Event description:
Dental implant deformed during implant placement.